Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found in specification in relation to the customer reported system error 345 which was not reproduced. A review of the event history log identified three occurrences of the system error 345 messages. The ultrasonic sensor reading was found to be in specification. The cause was determined to be a failed processor printed circuit board. The processor printed circuit board was replaced correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no known patient injury or medical intervention associated with this event. No additional information is available.